Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device ventricular capture management (vcm) showed a high output condition and the manual test confirmed capture at a lower output. The vcm was programmed off and the device is still in use. No patient complications have been reported as a result of this event.